Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Event description:
Caller reported inform system 1 result at 0602 was 141 mg/dl, patient was given 23 units of 70/30 insulin, patient's usual am dosage. The caller stated there was no documentation to show whether the patient ate his breakfast or not after the insulin was administered. At 1140, inform system 2 result was 104 mg/dl, patient was displaying symptoms of disorientation. No actions were taken based upon the result or symptoms at that time. About 1315, the patient "ended up coding", had a seizure, and a lab result of 29 mg/dl was obtained. The patient was given his lunch after the seizure and the reading of 29 mg/dl, but caller was unsure of the exact time and what he had to eat. Caller stated patient is doing fine. A request was made for the return of the meter and strips, replacement sent.